Manufacturer narrative:
The explant date was inadvertently omitted from the initial report.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2018-01318, reference MFR report: 1627487-2018-01319. It was reported that the patient experienced ineffective therapy due to a possible lead pull out. The leads tested for 0 impedance. The patient's ipg eventually became inoperable due to normal depletion. As a result, the patient underwent surgical intervention to have their ipg replaced. Issue has been resolved.